Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Unable to verify battery cap damage due to pump received without the original battery cap. No damage on the retainer noted. Device received with missing display window cover, pillowing keypad overlay and cracked case behind the device at the battery compartment. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cracked retainer ring and reservoir was not able to lock in place. The battery cap was broken, big scratched over keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.